Event description:
It was reported to vyaire medical that the avea ventilator fio2 (fraction of inspired oxygen) measured reading is out of specification. When set at 60%, analyzer reads 62% and monitor reads 68%. As of this time there is no information of patient involvement associated with this reported issue.

Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.